Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. During the procedure, the physician noted the resistance as he proceeded to remove the inflatable bone tamp. After several attempts, the physician had to apply some forces to remove both the inflatable bone tamp and cannula together. Reportedly, the physician was able to insert another jamshidi and cannula into the same pathway without any problem. There were no patient complications reported. No additional information was reported.